Manufacturer narrative:
(B)(4): physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio-control did observe the reported event code logged previously in the device memory. However the event code was not repeatable. As a precaution physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when defibrillating a patient, the device display went blank. It was also reported that the service indicator was illuminated and the device had logged a potentially critical event code indicative of a device lockup. The patient outcome was not known.no further details about the patient, or the event, were provided by the customer.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that when defibrillating a patient, the device display went blank. It was also reported that the service indicator was illuminated and the device had logged a potentially critical event code indicative of a device lockup. The patient outcome was not known. No further details about the patient, or the event, were provided by the customer.